Manufacturer narrative:
The date for the previous report was incorrect. It should have be (B)(6) 2020.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation revealed a short circuit was detected between electrode 3 and electrode 4 during initial testing. However, the catheter had been dissected before additional testing could be performed and the short circuit was unable to be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the initially observed short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.